Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic vein using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance out of the introducer sheath. The physician retracted and then re-advanced the ruby coil lp. It was reported that while pushing the ruby coil lp past the compression lock early in the procedure, the pusher assembly of the ruby coil lp inadvertently became bent. Subsequently, while re-advancing the bent portion of the ruby coil lp through the microcatheter, the physician experienced resistance. Therefore, the ruby coil lp and microcatheter were removed. The procedure was completed using another ruby coil and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.